Event description:
The core impaction drill was sent in for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint was duplicated during failure analysis; the device overheated during testing. Further investigation revealed a damaged motor, rotor, driveshaft and other component parts. Rotor rub, damaged motor and spindle housing were identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.